Event description:
It was reported that the patient experienced intermittent signal loss from a dexcom g7 continuous glucose monitor (cgm) to the ilet bionic pancreas, including a gap lasting approximately two to three hours overnight and brief losses the following morning, after which the signal returned; troubleshooting and education were completed, and no alerts or alarms were reported. No adverse clinical signs, symptoms, or conditions were reported. Outcomes included no reported impact on clinical status or care. User support included education and troubleshooting regarding cgm connectivity. Investigation of this case revealed intermittent cgm signal loss with the responsible device not identified and no device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.